Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "system error 345" was reproduced. A review of the event history log revealed ec345 (system error code 345) messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was the downstream thermistor failure. The force sensor is required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had system error 345 (thermistor disparity) during setup/preparation in the biomedical service department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.